Manufacturer narrative:
Patient information not provided by reporter. Unknown when non-union occured. This report is for unknown- nail/unknown lot number. Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant (sc) that a hardware removal procedure was done on (B)(6) 2015, for fail hardware of 13mm retrograde nail. Sales consultant stated that 13mm retrograde nail was implanted between 5-10 years ago. The explanted was for a non-union of a fracture. The surgeon revised the patient with 15mm retrograde nail. The procedure and the patient outcome are good. This report is 1 of 2 for (B)(4).